Event description:
Boston scientific crm received information that this dextrus lead explanted due to the patient reportedly had atrial stand still. The physician requested a passive preformed j-lead. To date, no adverse patient effects were reported. The date of implant was not provided.